Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead and the right ventricular (rv) lead. Reprogramming of the lv lead was attempted but the stimulation persisted so the lead programs were returned to previous settings. The rv lead was programmed off and the stimulation subsided. The lv lead remains in use. No further patient complications have been reported as a result of this event.